Event description:
Hosp advised that the pump alarmed and displayed channel error. Error code 242.4020, which is indicative of a motor encoder high rate issue, was in the error log. There was no pt consequence. No add'l info was provided.